Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008586, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008586 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac 14 on 31/jul/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 1956117 for spots on blister was opened during the related processes and further product disposition were required. Conclusion summary of complaint investigation: as a result of the following: non-conformance (nc) raised during production was found unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set slanted needle event on (B)(6) 2025 during removal. Patient has backup insulin therapy multiple daily injection (mdi). Patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Device history record (DHR) review: the lot 6008586 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac 14 on 31/jul/2024, with a total of (B)(4) units. The DHR review revealed that a non-conformance (nc 1916047) for mixed boxes was opened during the related processes, and further product disposition was required. Additionally, during the online test #8, an extended was raised for one sample with a bent steel introducer needle. According to the extended, the sampling was accepted. No deviations were identified, and no maintenance events were recorded conclusion summary of the related event: as a result of the following: one non-conformance (nc) raised during production unrelated to complaint code, however, an extended related to test 8 in the online process was raised. This is connected to the reported malfunction; therefore, this complaint requires further corrective and preventive action (CAPA) determination assessment.